Manufacturer narrative:
Sections have been updated to reflect additional information received for this reported event. Sections have been updated to reflect corrected data for this reported event. The cycler was returned for evaluation. A visual inspection of the returned cycler exterior found the left rear bottom corner (pump side) of the rear panel was slightly pushed in. No other physical damage was found. Simulated treatment testing was performed and completed without any failures or problems. Internal inspection of the cycler found the compressor front support grommet was missing and was located within the cycler. Discoloration spots on the bottom cover between the pump assembly and display. The cause of the discoloration spots could not be determined. There were no other discrepancies encountered in the internal inspection of the cycler. The complaint was not confirmed. Device history review was performed and found no nonconformance reports or other abnormalities during the assembly. The product involved met current specifications. . In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Medical records were provided and have been reviewed by post market clinician staff and do not indicate there is a causal relationship between any fresenius products and the diagnosis of peritonitis. The peritonitis from (B)(6) is a probable continuation from (B)(6). Medical records do not indicate the peritonitis from (B)(6) resolved prior to the diagnosis in (B)(6). Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique.

Event description:
The following is based on the medical records provided by the patient's treatment facility. On (B)(6) 2015, the patient experienced abdominal pain, cloudy effluent, fever, nausea and vomiting. On (B)(6) 2015, a peritoneal fluid culture was drawn and the patient started intraperitoneal ceftazidime. As of (B)(6) 2015, the patient was still receiving antibiotics. Medical records reveal that the patient was also treated with gentamicin around (B)(6) 2015 and vancomycin around (B)(6) 2015. The patient continued to have positive cultures in (B)(6) 2015.

Manufacturer narrative:
The pt's medical records were requested and had not been received at the time of this report. A supplemental report will be submitted upon completion of plant's investigation. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
During a follow-up with the peritoneal dialysis (pd) pt, the pt reported he was diagnosed with peritonitis. The pt was completing hemodialysis treatment until the infection clears up.